Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), groin abscess ("abscess in left groin"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, groin abscess, dysmenorrhoea, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, groin abscess, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: abdominal pain, dysmenorrhoea, groin abscess, menorrhagia, pelvic pain and uterine haemorrhage event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.